Manufacturer narrative:
H3: one device was returned for evaluation. The service history review identified that the device had not been serviced in the past 12 months. Visual inspection was performed, and the customer initial issue was confirmed. Further investigation found that the upstream occlusion (uso) sensor had a dent. The uso sensor was replaced. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the product for damaged battery cover, and the motor required servicing, during device analysis, a buckling upstream occlusion (uso) seal was identified. There was no patient involvement.